Event description:
Event description guidant received information that the implanted bipolar lead had impedances measured at 2000 ohms 48 months post implant. All other lead measurements were within acceptable ranges. The lead remains implanted pending physician evaluation.